Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autoguard pivc had the catheter split and the needle puncture the catheter during use. The following information was provided by the client: "attempted to initiate IV #24 g bd insyte, and cathalon shredded upon insertion. (Curled & shredded above the skin). Cathalon removed immediately and pressure applied to site. Writer inspected cathalon closely and insertion site- no plastic noted to be dislodged from the cathalon- cathalon just "split" as it was being inserted. Site was able to replicate the same problem with little effort. (Not on a patient- just as a practice). When the IV cathalons are removed from the package, we often spin the cathalon very slightly on the needle to ensure that they are not "stuck" on the needle (as has happened previously, and therefore created problems with advancing the cathalon). My colleague showed me that if the cathalon slips past the bevel by accident, and then pulled back to its starting position, the needle will puncture through the side of the cathalon. We were able to easily replicate this on one cathalon, but not the other in the same lot number. It appears as though some cathalons have more structural integrity than others."

Event description:
It was reported that the bd insyte autoguard pivc had the catheter split and the needle puncture the catheter during use. The following information was provided by the client: "attempted to initiate IV #24 g bd insyte, and cathalon shredded upon insertion. (Curled & shredded above the skin). Cathalon removed immediately and pressure applied to site. Writer inspected cathalon closely and insertion site- no plastic noted to be dislodged from the cathalon- cathalon just "split" as it was being inserted. Site was able to replicate the same problem with little effort. (Not on a patient- just as a practice). When the IV cathalons are removed from the package, we often spin the cathalon very slightly on the needle to ensure that they are not "stuck" on the needle (as has happened previously, and therefore created problems with advancing the cathalon). My colleague showed me that if the cathalon slips past the bevel by accident, and then pulled back to its starting position, the needle will puncture through the side of the cathalon. We were able to easily replicate this on one cathalon, but not the other in the same lot number. It appears as though some cathalons have more structural integrity than others."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.